Event description:
The pt's mother reported, the pt's infusion set was leaking insulin and the pt experienced elevated blood glucose of 30 mmol/l (540 mg/dl). The mother changed the infusion set and the pt's blood glucose decreased. The pt's normal blood glucose range is 7 mmol/l (126 mg/dl). The mother would not provide any additional info. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.